Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08412; 2134265-2016-08418; 2134265-2016-08079; 2134265-2016-08232. It was reported that the burr would not stop spinning. The target lesion was located at the left main bifurcation into the left anterior descending artery and circumflex artery. A rotablator console, dyna glide foot pedal, 1.50mm rotalink(tm) burr, rotalink(tm) advancer and a synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use. During testing of the burr outside of the patient, it was noted that the burr would not stop spinning. The ablation procedure was aborted and the physician proceeded to perform stenting instead. As preparation of the stent was done outside patient's body, the protective cover and stylet were pulled off by grabbing the stylet and protective tip. It was noted that the stent was deformed on the balloon. A promus premier was used to finish the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Device analysis noted the device had customer applied labels. Functional testing of the console and foot pedal was done using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was at 68krpm; the turbine rotational speed was within typical operational speed at the maximum speed of 220 krpm and maintained at 170krpm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08412; 2134265-2016-08418; 2134265-2016-08079; 2134265-2016-08232. It was reported that the burr would not stop spinning. The target lesion was located at the left main bifurcation into the left anterior descending artery and circumflex artery. A rotablator console, dynaglide foot pedal, 1.50mm rotalink¿ burr, rotalink¿ advancer and a synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use. During testing of the burr outside of the patient, it was noted that the burr would not stop spinning. The ablation procedure was aborted and the physician proceeded to perform stenting instead. As preparation of the stent was done outside patient¿s body, the protective cover and stylet were pulled off by grabbing the stylet and protective tip. It was noted that the stent was deformed on the balloon. A promus premier was used to finish the procedure. No patient complications were reported.